Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for multiple bubbles in the gel at their bases with the incident lot was observed. Evaluation/testing of the customer samples was performed and multiple bubbles in the gel at their bases was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after centrifugation it was discovered that the gel is smeared and air bubble in gel with a bd tube sst ii plh. This occurred on 200 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from italian to english: following some centrifuged and non-separated samples, the customer notices that several tubes before being used have the gel that is not correctly deposited and visibly full of bubbles. The samples were aliquoted, collecting in a second tube then used for the analysis of the sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation it was discovered that the gel is smeared and air bubble in gel with a bd tube sst ii plh. This occurred on 200 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: following some centrifuged and non-separated samples, the customer notices that several tubes before being used have the gel that is not correctly deposited and visibly full of bubbles. The samples were aliquoted, collecting in a second tube then used for the analysis of the sample.